Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Aligners have sharp plastic edges near bottom back/right side despite filing down that cut the tongue and mouth causing swelling/difficulty eating. Current aligners noted as upper/lower #11. Dental history includes crowns locations: 12, 13, 5, 4 and had previous root canal treatment. Medical history includes jaw clicks every time when opening or chewing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.